Manufacturer narrative:
Product event summary: the flexcath advance sheath, 4fc12 with lot number 52768, was returned and analyzed. Visual inspection of the sheath showed the device was intact with no apparent issues. Air aspiration was produced when the test balloon catheter was introduced through the sheath; the hemostatic valve was leaking. In conclusion, the reported issue of air ingress was confirmed through testing. The flexcath advance sheath, 4fc12 with lot number 52768, failed the returned product analysis due to a leaking hemostatic valve.

Event description:
It was reported that during a cryoablation procedure, there was a leak in the sheath. After the insertion of the balloon catheter into the sheath, the physician was able to aspirate air over the side port of the sheath. They made several attempts but ended up changing the sheath without resolve. The physician proceeded to change the balloon catheter. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.